Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 90% stenotic lesion was located in the calcified and averagely tortuous left circumflex (lcx). After pre-dilatation, the physician attempted to place a 3.00x20mm taxus express2 stent, however, the stent was unable to cross the lesion. The procedure was completed with another device and there were no pt complications. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Exam of the returned device revealed proximal stent damage. Some of the struts were flared. No kinks or damage was found along the hypotube. Visual examination of the tip revealed tip damage. The tip was flared. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. A review of the mfg documentation for this batch found that the device met its material, assembly and product specs at the time of release to distribution. A labeling review identified that the device was used per the taxus express2 direction for use (dfu). However, the complaint report states that the lesion was calcified, with average tortuosity and had 90% stenosis present. These could be potential contributing factors to the complaint incident. The most probable root cause is determined to be due to operational context. (B)(4).